Event description:
It was reported that the insulin pump is underdelivering insulin. Customer has been experiencing high blood glucose. Customer woke with high blood glucose of 300 range. The current blood glucose reading is 298 mg/dl. Customer treated with manual injections. Customer has been feeling sick to the stomach. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.